Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 20580c, reader sn (B)(4). A repeat cue test performed on the same day provided a positive result. Customer tested positive with an unspecified nasal antigen test and the ihealth antigen test on an unspecified date. Customer states he had symptoms for 1-2 days and confirms cartridges have been stored within the validated temperature range, however, they were received in may in the texas heat.